Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Right hip revision due to gross trunnion failure along with infection. All implants explanted. Original date of surgery in unknown. Catalog numbers and lot codes are not available.